Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16726. It was reported that the patient presented to an emergency room. It was noted via merlin transmission that the patient had a polarity switch on the atrial lead for out of range, low pacing lead impedance. The patient presented in clinic for follow up with complaints of pectoral muscle stimulation due to unipolar pacing. The patient experienced muscle stimulation at the pocket site in the right chest. Upon interrogation, it was noted that the right atrial lead exhibited out of range, low pacing lead impedance in unipolar configuration, however pacing lead impedance measurements were normal in bipolar configuration. Lead noise was also noted on both the leads for several years. Noise resulted in oversensing. The right ventricular lead also exhibited high capture threshold and out of range, low pacing lead impedance. It was believed that the lead issues were due to clavicular crush. The lead was reprogrammed with polarity switch to monitor. The pectoral muscle stimulation appeared to be resolved. The patient was scheduled generator change out procedure due to eri and lead revision. The right ventricular lead was tried to be explanted but was unsuccessful, hence the right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The right atrial lead and generator were explanted and replaced. The patient was stable post procedure.